Manufacturer narrative:
A device database performance report was conducted on this system and the analysis determined that the laser performance factors analyzed were operating within specification during the time of this patient's surgery.

Event description:
A system operator reports one patient with induced astigmatism following a custom myopia with astigmatism treatment in the right eye. Patient records were provided indicating at 9 days post-op, the right eye exhibited -3.50 diopters of induced astigmatism. No pre-op bcva or ucva measurements were provided. No post-op bcva was provided, however, at 9 days post-op, ucva in the right eye was 20/50-. The surgeon has declined to provide any further information regarding this patient.